Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1 (contact should not be filled). Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The legal manufacture was able to confirm that the customer's reprocessing steps were according to the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. As result of confirming contents of the instruction manual about reprocessing procedure for actual device, there are following sections. Remaining of foreign material may be prevented by following below descriptions. Chapter 6 recommended reprocessing methods and chemical agents chapter 7 cleaning, disinfection and sterilization procedures for endoscopic instruments in addition, occurrence of physical damage on insertion part may be prevented by following below descriptions. Do not attempt to bend the endoscope¿s insertion tube with excessive force. Otherwise, the insertion tube may be damaged. Do not coil the endoscope¿s insertion tube, universal cord or the video cable with a diameter of less than 10 cm. The endoscope can be damaged if coiled too tightly. Do not apply shock to the distal end of the insertion tube, particularly the objective lens surface at the distal end. Visual abnormalities may result. Olympus will continue to monitor field performance for this device.

Event description:
It was observed  that during the device inspection, the rhino laryngovideoscope's bending section cover or distal sheath's insertion part had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.